Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Functional testing was able to duplicate the reported problem. The device was calibrated to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had incorrect volume delivered in continuous mode. There was unknown patient involvement.

Manufacturer narrative:
B5: correction, "there was no patient involvement." D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was not duplicated. Analysis noted, unrelated to the original complaint, the pump required a new downstream occlusion sensor to pass functional testing.